Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that there was no power to the fms solo pump was unable to be confirmed. However, it was confirmed that there was a broken door on the device. The broken door was replaced and the device was tested and found to be working according to specifications. User mishandling is the most probable root cause for the physical damage to the device, possibly during storage or transportation. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep via phone that during pre-case it was noticed there was no power to the fms solo pump. The case started with another like device with no delay and no patient harm.